Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports while charging their personal diabetes manager (pdm) both the pdm and the charger had become warm to the touch. In addition the patient reports their pdm will not turn on.

Manufacturer narrative:
The returned device was evaluated and the case description states that the user's pdm is not turning on and the battery and pdm is giving off heat. The pdm was able to power on with the returned battery. The device was plugged in during investigation and did not overheat at any time. Inspection of the returned pdm found no bulges or swelling in the battery. Inspection of the android log files downloaded from the pdm showed no evidence of the pdm overheating. The battery temperature information in the logs showed that the battery temperature remained within the operating temperature specification during use. No abnormal spikes in temperature were observed and no abnormalities were observed in the logs that would result in the pdm overheating. During the investigation, the pdm was paired with an unused pod, delivered a 5u bolus, and deactivated the pod with no issues. The pdm was not felt to get hot during the investigation. No problems were found with the device.